Event description:
The device was returned for sevice. During service testing, the pump gave a failure code 703. The hospital rep stated they have no record of any patient incident since the last baxter service event. No add'l info is available.